Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms occurred (cartridge alarm 19) during basal deliveries and during the load process. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge and resumed insulin. Reportedly, the pump would continue to be used for insulin therapy.